Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was conducted for lot number h11h26047. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted.

Event description:
During an evaluation of the results of a study performed by baxter on peritoneal dialysis (pd) disposable products, an uv-flash transfer set was found to be missing a tip protector. There was no patient injury or medical intervention associated with this report. No additional information is available.